Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported problems with the insulin pump. There blood glucose reading fluctuates from 150 mg/dl to 300 mg/dl. Customer gave too many calibrations. Customer was hospitalized due to hypoglycemia. Customer also stated that the insulin pump was having issues with the sensor and calibration error. The blood glucose reading is 300 mg/dl. Furthermore, customer was involved in a car accident. Nothing further reported.